Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patients cgm was reading high mgdl, which caused the patient¿s pump (brand not specified) to deliver insulin based on this reading, which in turn caused the patient¿s bg level drop. No bg meter comparison value was provided at this time. Around 7:30pm, the patient began feeling weak and the patient self-treated with some orange juice. The patient¿s daughter and son-in-law decided to call for an ambulance. Emergency medical service (ems) arrived and transported the patient to the emergency room (ER). In the ER, the patient¿s bg meter reading was 257 mgdl while the cgm was still reading high mgdl. The patient was treated with an unspecified IV and some more orange juice. The patient¿s bgs stabilized after a few hours, and the patient was discharged home around 1:00am the following day (less than 24 hours). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. The patient was in good condition at the time of report. No additional patient or event information is available.